Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 201 mg/dl. The customer was assisted troubleshooting for high blood glucose level. The customer was treated with manual injections and insulin for high blood glucose level. Customer did not experience any symptoms related to high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. The insulin pump will not be returned for analysis.